Event description:
Customer reported the device scan icon is not present even after the configuration was corrected. Hard and soft resent performed. A request was made for the return of the suspect device and replacement product was sent.